Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to first of two flexiva ID tractip 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use in the kidney in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, they opened the first laser fiber and noted it was already broken while still inside the package. The second laser fiber was opened and inserted into the ureteroscope, however they found out it was also broken. The procedure was completed using a third flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient was fine after the case.

Manufacturer narrative:
(B)(4). The fiber was returned broken. The returned fiber measured approximately 107.7 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this report pertains to first of two flexiva ID tractip 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use in the kidney in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, they opened the first laser fiber and noted it was already broken while still inside the package. The second laser fiber was opened and inserted into the ureteroscope, however they found out it was also broken. The procedure was completed using a third flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event. The patient was fine after the case.